Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 7 years and 8 months post primary the surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 january 2023: lot 136098: (B)(4) items manufactured and released on 12-feb-2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional items involved in the event, batch review performed on 25 january 2023: gmk-primary 02.07.2204r femur ps cemented size 4 r (k090988) lot. 132483 lot 132483: (B)(4) items manufactured and released on 10-jul-2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Gmk-primary 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 150359 lot 150359: (B)(4) items manufactured and released on 04-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-primary 02.07.0035rp patella resurfacing size 3 (k090988) lot. 148620 lot 148620: (B)(4) items manufactured and released on 05-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.